Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the poor coupling on recharger and it was out of box failure reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient could maintain 8 coupling boxes. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins turned itself off last night, but patient wasn't sure if it was because the battery was too low or not. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient recharged for hours and it wouldn t get above ¼ battery. The patient stated she had to lay on it to get a good coupling. She said the coupling would not stay the patient recharged for hours and it wouldn t get above ¼ battery. The patient stated she had to lay on it to get a good coupling. She said the coupling would not stay. Technical service analyzes recharger stats and reviewed that nothing appeared abnormal.